Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 11/10/2020 and the device passed suction and cycle specifications. Additional testing was performed and the device met specifications after three additional test cycles. The customer's report of low suction could not be confirmed.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer by asking to verify her breast shield fit. They also provided instructions for maintenance on the parts/accessories and asked her to call back if the issue persists. Following troubleshooting, the customer said thanks for your help and disconnected the call. On (B)(6) 2020, the customer chatted back alleging that again her replacement pump was worse than her last one, and that she had low suction. She indicated that the breast shield size was good, and her parts had no issues. She stated that she was treated for mastitis by her doctor and is on augmentin twice a day for 10 days and ibuprofen 4 times a day until it is resolved. She further indicated that she went from producing 45 oz to 35 in a day. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information. The customer responded on (B)(6) 2020, confirming that she was diagnosed with mastitis and prescribed antibiotics. She also indicated that the mastitis was now resolved. Her original pump was returned on 09/08/2020 but had not been evaluated to date. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) /2020, the customer alleged to medela llc that the suction on her replacement pump in style breast pump is even worse than the pump in style breast pump she had previously. She stated that she normally can pump at level 4 and now has to increase it to level 8 in order to get any milk out. She additionally alleged that due to the low suction she now has mastitis.